Event description:
It was reported that the programmer was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus tip position on the touchscreen required calibration. It was also noted that the rear cover and bezel were damaged. The company logo button was missing. The upper handle was cracked. The stylus cable was pinched but the stylus was functional. The printer paper tray was nearly empty. The keyboard left hinge, both sliding rails and upper case was broken. The hinge cover bullets were broken. The upper case of the radiofrequency head was cracked. The cable of the radiofrequency head was worn but remained functional. The anti slip layer of the radiofrequency head was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.